Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer sent the device to bench for service and repair. Bench repair evaluated the device and confirmed the reported problem. Bench replaced the battery to resolve the reported problem. Following the testing and verification procedure for this device, the device's factory settings are restored. The customer's own configuration is maintained. All necessary checks have been performed to certify the device's restoration to pre-failure conditions. To ensure proper operation of the device, we recommend using only philips-approved accessories and consumables. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by bench technical support on the v60 indicating while servicing the device, it was observed that the device had a battery failure and screen error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).